Event description:
Implant was explanted due to inadequate osteointegration. The dr reported that an autogenous bone graft became infected and failed causing the loss of the implant. This is the same pt as reported in MFR report number 2029012199600008. Device expiration date: 2000.